Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg) due to insulin leaking, the pod's cannula was found bent. As treatment, a new pod was placed. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: ap3a.240905.015.a2.g991usquehyda smartphone hardware: sm-g991u cgm sensor type: g7. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled fr our cloud based on the reported date of event.